Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 30 mg/dl at the time of the incident. The customer received a low suspend alarm on their pump and thinks the pump did not suspend. The customer was at 180 mg/dl at the time of the call. The customer was initially hospitalized for a leg injury but bottomed out while at the emergency room. The customer was given glucagon to treat. The customer experienced symptoms such as being disoriented. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The insulin pump will not be returned for analysis.